Event description:
The customer's biomed reported that the device would not turn on. No pt involvement was reported.

Manufacturer narrative:
(B)(4) the customer's biomed reported that the device would not turn on. No pt involvement was reported. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.